Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump display was blank. Customer's blood glucose level was unknown. Customer's mother also stated that the insulin pump had motor error. It was also stated that the contacts on the battery cap are not missing or damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test.